Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flow was low in an arctic sun device during inspection before installation. Per review of wo on 11dec2024, there was no patient involvement. Per follow up information received via mail on 11dec2024, the device would be sent to imi. The issue has not been resolved yet.

Event description:
It was reported that the flow was low in an arctic sun device during inspection before installation. Per review of wo on 11dec2024, there was no patient involvement. Per follow up information received via mail on 11dec2024, the device would be sent to imi. The issue has not been resolved yet.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed manifold harness. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.